Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 10-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller states patient's op report states they were originally implanted at top of t7 and leads are now at t9 and suspects that leads could have migrated but are unsure. The caller was not with the patient. Ts reviewed they may want to check with managing hcp to see if op report notes are correct and leads are supposed to be at t9. Patient has not complained of any issues with device or reported any trauma. Advised it would be a medical decision due to suspecting migrating as long as patient meets eligibility.